Manufacturer narrative:
The patient was said to have multiple metastatic liver cancer. The patient sample was provided for investigations where it was tested on a cobas 8000 analyzer. The sample resulted as 105.5 u/ml when run on the cobas 8000 analyzer. The sample was manually diluted times 2, resulting with a raw value 64.99 u/ml and resulting with a final value of 130 u/ml when accounting for the dilution factor. The sample was manually diluted times 5, resulting with a raw value 33.82 u/ml and resulting with a final value of 169 u/ml when accounting for the dilution factor. The sample was manually diluted times 10, resulting with a raw value 19.39 u/ml and resulting with a final value of 194 u/ml when accounting for the dilution factor. When the sample was tested for neuraminidase recovery, it resulted as 105.8 u/ml before ca 19-9 and as 1.24 u/ml after ca 19-9. The sample was diluted times 10 and tested for neuraminidase recovery where it resulted as 19.74 u/ml before ca 19-9 and as 1.39 u/ml after ca 19-9. The cobas 8000 analyzer used in investigations was serial number (B)(4). Ca 19-9 reagent lot number 188632, with an expiration date of may 2017 was used on this analyzer. Investigations have determined the issue to be a customer handling issue as the original result of the sample was within the measuring range of the assay and did not need dilution. According to product labeling, the minimum concentration of the diluted sample must be > 50 u/ml in order to get a reliable result. A general issue with the assay can be excluded and no interferences could be identified within the sample.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for carbohydrate antigen 19-9 (ca 19-9) on an e module analyzer. It was asked, but it is not known if any erroneous results were reported outside of the laboratory. The sample initially resulted as 109.8 u/ml. The sample was repeated with a times 5 automatic dilution, resulting as 170.1 u/ml. The sample was repeated a second time with a times 10 automatic dilution, resulting as 211.1 u/ml. The dilution results showed non-linearity of sample results. The patient was not adversely affected. The e module serial number was asked for, but not provided.